Event description:
Bayer case number: (B)(4). Essure device adhered inside the fallopian tubes [embedded device]; pelvic pain [pelvic pain female]; fatigue [fatigue]; skin rashes [skin rash]; joint swelling [joint swelling]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure device adhered inside the fallopian tubes") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion intervention required), pelvic pain ("pelvic pain"), fatigue ("fatigue"), rash ("skin rashes") and joint swelling ("joint swelling"). The patient was treated with surgery (removal of fallopian tubes along with uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device, fatigue, joint swelling, pelvic pain and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): essure device adhered inside the fallopian tubes. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Essure device adhered inside the fallopian tubes [embedded device], pelvic pain [pelvic pain female], fatigue [fatigue], skin rashes [skin rash], joint swelling [joint swelling]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure device adhered inside the fallopian tubes") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion intervention required), pelvic pain ("pelvic pain"), fatigue ("fatigue"), rash ("skin rashes") and joint swelling ("joint swelling"). The patient was treated with surgery (removal of fallopian tubes along with uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered embedded device, fatigue, joint swelling, pelvic pain and rash to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): essure device adhered inside the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.